Event description:
It was reported that while taking the device from top of the crest, the cutting edge "peeled back like a pop can". No patient complications.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The tip of the instrument has been split and peeled back. The damage appears to be from overload.